Manufacturer narrative:
Date of event estimated. The UDI number is not known as the part and lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported as a general comment that post stent deployment during attempted removal of the xience sierra stent delivery system (sds), the sds sticks and unable to remove [refers specifically to the resistance between deployed stent and delivery system balloon immediately after successful deployment]. It was confirmed it is most common with sizes greater than 28mm in length and in tortuous vessels. It was reported that this does not occur with competitor drug eluting stents. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.